Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from united states indicating the device motor was "starting and stopping." It is not known if the device was used in surgery or if medical intervention occurred. It is known that no injury was reported. There was no additional information provided.